Event description:
Patient reported the infusion device displays an e8 (power interrupt) error message. Patient stated she changed the battery; no function. During preliminary evaluation on (B)(6) 2014 it was detected that the check button on the device is not working. No further information is available. No physiological effects were reported. Patient did not report needing assistance from a healthcare professional or second party to address the issue. The alleged infusion device has been returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Device evaluation in progress.